Event description:
It was reported that the atrial lead exhibited noise that was reproducible with pocket manipulation. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 11.5 cm to 11.6 cm from the connector pin which exposed the outer coil. This likely contributed to the reported noise. The abrasion was consistent with constant friction with another implantable device.